Event description:
There was a malfunction with the prograsp instrument which seem to snare a piece of small bowel during entry. We had to use the release key to open the prograsp off the small bowel. Small bowel was intact but there appeared to be some mild serosal bruising. Did not appear to have any serosal violation. Area oversewn with 3-0 silk as an imbrication suture. Sutures were placed longitudinally with the small bowel lumen to avoid any narrowing of the luminal cavity. The small serosal bruise was dunked and covered with normal healthy serosa. Patient's hospitalization prolonged to monitor bowel function.